Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The downloaded data did not show any timeouts, drive stalls or alarm during the run. The device was deactivated at 3890 pulses. The needle mechanism was reset and found to deploy as intended. No damages or defects were observed that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. Blood glucose levels reached 350 mg/dl.